Event description:
The customer reported that the system was getting generator failure error messages whenever they tilt the c-arm by 15 degrees. This occurred during a procedure; no pt injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the system gives a pre-charge failure message. He checked the battery voltage at 128vdc and replaced the battery. He powered up the system with no error code appearing on it. The system operates as intended.